Manufacturer narrative:
E1: reporter institution phone number: (B)(6). Diagnostic/functional testing was performed at the philips authorized repair facility. The asp replaced the damaged speaker assembly; however, the device still displayed a system inoperative message. They tried replacing the front-end adapter board, but the error still persisted. Finally, a main board was installed, and no further errors occurred. The asp carried out verification testing and the unit returned to working specification. A good faith effort response reported the unit was completely out of sound at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the main board. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported while trying to resolve the unit inoperative message, they encountered a speaker assembly wire that was broken. The device was not in use on a patient at the time of event, there was no adverse event reported.